Manufacturer narrative:
The user left the electrode probe on the skin for 6 hrs, with a temperature of 44 degrees c. The recommended temperature setting is 43 degrees c, and the IFU includes the following warning: "warning - risk of skin damage: sensors must be moved to a new site at least every four hrs. Because individual skin condition affects the ability of the skin to tolerate sensor placement, it may be necessary to change the sensor site more frequently with some pts. If skin integrity changes, move the sensor to another site." Monitor and electrode were rec'd back to the importer for testing. An alignment test showed that the monitor is functioning as normal.

Event description:
The pt rec'd a blistering burn mark on the left upper chest, lateral to the sternum. When removing the probe from the burn site a layer of skin came off. The site was sensitive to touch and a 'polysporin' ointment was applied to the affected skin area. The area was sensitive after removal of the probe. The pt was diagnosed with sleep apnea, had no allergies, was non-smoker and non-alcohol user, and was using 'desogestrel', a hormonal contraceptive.